Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2014, a 27mm trifecta valve was implanted. On (B)(6) 2020, the trifecta valve was explanted due to leaflet calcification. A 27mm regent valve was implanted.

Manufacturer narrative:
The reported event of a trifecta valve explanted due to leaflet calcification could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.